Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) saw motor stall and pump stopped for an extended period of time messages when reading the pump prior to a refill. It was confirmed the patient had magnetic resonance imaging (MRI) on (B)(6) 2025 and the pump had not been read since. The hcp told them they did see a recovery log after reading it. Confirmed this was likely telemetry mode and that the pump had been running normally since shortly after the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.